Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for failed back surgery syndrome. The patient reported that they went to see a pain management healthcare provider (hcp) that took an x-ray and told her they didn¿t know if the leads or paddle had fallen. When asked for clarification, the patient reported that the hcp told her that they thought the ins was implanted too high. No further complications were reported.